Event description:
It was reported that, when a regular 90 degree ambient wand was plugged into the port, the wand continues to run after ablation was selected. Have to unplug and then re-plug into the werewolf controller for it to shut off. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the 18pin port has arc/burn damage inside the pin ports. A functional evaluation revealed the 18pin wand port was not tested due to potential equipment damage. The unit was opened and found dried liquid marks in the wand port area. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time.